Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
A. Was there any alleged deficiency to the reported products? If yes, please provide details. Confirmed no - there was no alleged deficiency to the reported products. B. Was there a surgical delay during the revision surgery? If yes, what was the duration of the delay? Confirmed, there was no surgical delay. C. What is the affected side involved in this event? Information not available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had a periprosthestic fracture due to a fall. Stem, head and liner where removed. New liner was implanted and another companies stem was implanted. Unsure of when the primary surgery actually occurred. Doiu: unk, dor: (B)(6) 2021, unk side.